Event description:
Customer tried to use snare to cut off a polyp but it wasn't cutting through. They tried it on two diathermy machines and it still did not work, and then they used a similar device (olympus snare) and it worked.

Manufacturer narrative:
Since this device was not returned to olympus medical systems corp. (Omsc), the exact cause that this device hadn't worked could not be conclusively determined. This report will be supplemented if any important, additional information is obtained, or this device is returned and any significant evaluation result is obtained.